Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted. The site was contacted and they did not require further testing of the generator. An operating room fire prevention packet was sent to the site. Covidien does not supply carts with power cords or extension cords.

Event description:
According to the customer's medwatch report, the patient no longer required chemotherapy and so the powerport catheter was scheduled to be surgically removed. The pt's right shoulder was prepped with povidone scrub and oxygen was being administered via a rebreather mask. While the physician began dividing the subcutaneous tissue with a cautery, the staff noticed a flame near the site of the incision. The physician immediately stopped using the cautery and it was noted there was no injury to the pt or staff. The settings on the electrosurgery unit were changed from 35 coag/50 cut to 20/0 with no further incident. After the procedure, the esu and accessories were sent to biomedical engineering for an eval. The esu was tested and all readings were within the normal limits. Tested at both 35/50 and 20/1, and the unit worked fine. The disposable handpiece did have a build up of debris and there was burned residual on the distal of the handpiece tip. The rem pad was inspected and this was unremarkable. The esu cart power cord was hot and the neutral wires were loose within their retainers (pulled out with minimal effort). The wires were tightened. An electrical safety check was performed and the ground cord resistance reading was at 0.902 ohms. The power cord was reseated at the esu power inlet module. Ground tested ok. The tech aggressively flexed the power cord and no fluctuation was noted in the ground cord resistance. The ground tested within normal limits. The esu was placed back in service.